Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with tah, extensive lysis of lesions in the uterus, cystourethral dilation and removal of transobturator sling. It was reported that following insertion the patient experienced pain, urinary problems, vaginal scarring and dyspareunia. It was reported that the patient underwent incision and drainage plus debridement of abdominal wall abscess on (B)(6) 2009. It was reported that the patient underwent surgery on (B)(6) 2012 and had cystoureteral dilation, removal of transobturator sling, and replacement sling inserted due to incontinence and urethral stenosis. (B)(4).